Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a prime (unable to prime) issue. No additional information is available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data showed record of loss of prime with zero force and no cartridge detected alarms. Using the returned caps the pump powered up with auditory and vibratory features. The pump emitted call service 069 alarm that the investigation was not able to clear. The remaining testing was not completed and the reported prime issue cannot be fully investigated, no conclusion can be drawn. The evaluation determined that the language file corruption alarm, 069, was the result of a discrete component failure on the printed circuit board. Related to the reported prime issue, the piston in the cartridge compartment was found to be damaged and the force sensor plate was dimpled. Unrelated to the keypad issue, the display was dim and discolored.